Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2013 (B)(6); 419688 lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that there were atrial refractory markers noted above the end of the t-wave on the wireless transmission leading to inappropriate mode switching for the implantable pulse generator (ipg). Programming options were discussed and the device remains in use. No patient complications have been reported as a result of this event.